Event description:
It was reported that it failed to spring back when puncture was conducted using the port needle. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdys0060 showed no other similar product complaint(s) from this lot number.